Event description:
In 2009, the pt reported she has had evaluated blood glucose readings in the 200-300 mg/dl range. She likes to keep her readings under 200 mg/dl. She stated she has had her insulin infusion device for 3-4 years, but has only intermittently used it with the last time being a few weeks ago. She said she will connect to her device and have "good" blood glucose levels the first day but then will wake up with elevated readings the next 3 days. Symptoms are thirst and frequent urination. She stated will remain on her device for 1-3 days, then disconnect and go back on insulin injection therapy. She said the last time she was using her device she was connected for 1.5 weeks. She said she has had trainers and nurses assist her but the issue continues. She is currently on injection therapy and her blood glucose reading is 389 mg/dl. To troubleshoot, the pt confirmed the time and basal rates on her device are accurate. She rotates her infusion sites and changes her headset every 3 days and the tubing once a week. Troubleshooting did not find any product issues. She was advised to switch to her backup device for troubleshooting purposes. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.